Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before intraocular lens (iol) implantation, the serial number was filled in the wrong part of the sticker before the package was opened, the number entered was not the real serial number which caused confusion. The surgery was performed and completed without product replacement.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause is deemed to be internal-manufacturing related. Labels with the incorrect data reference for the human readable serial number were released. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).